Manufacturer narrative:
Returned device evaluation: the device was visually inspected and it was found in good conditions. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.  (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a ¿thrombus/clot¿ was encountered. It was reported that at the end of the procedure, when the thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient, a clot was noticed to be stuck to the tip of the catheter. The clot was wiped and the procedure was completed normally. No patient consequences were reported. The event of "thrombus/clot" is MDR reportable.

Manufacturer narrative:
On 5/16/2018, additional information was received indicating the customer clarified the material found attached to the tip of the catheter was coagulum. It also confirms that the patient did not exhibit any neurological symptom since the procedure was completed. Manufacturer's ref # (B)(4).